Event description:
It was further reported by the site that the patient also experienced a stent thrombosis (st) 109 days post index procedure. The st was confirmed by angiography, and was resolved the same day. The actions taken to resolve the st included hospitalization, target vessel, reintevention, and cardiac medidcation change. In the opinion of the physician there was a probable relationship between the st and the taxus stent.

Event description:
Clinical study. It was reported that 109 days after a coronary artery drug eluting treatment procedure the pt experienced a myocardial infarction (mi), and underwent a target vessel reintervention (tvr). The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 80% stenosed region of the distal right coronary artery (rca). The target lesion had mild calcification with severe tortuousity. The physician direct stented the lesion with one taxus express2 8.8% 2.5x8mm drug eluting stent without complication. One guidant pixel stent was also placed in the mid rca during the procedure. The pt was discharged from the hospital one day post index procedure receiving asa, and plavix. The site reported that the pt experienced a non q-wave mi and underwent a tvr coronary artery bypass graft (CABG) of the rca 109 days post index procedure. The mi was resolved by hospitalization, and the tvr. The tvr CABG was performed to alleviate diffuse in-stent restenosis in the rca. The pt was discharged from the hospital seven days post tvr.

Event description:
It was further reported that there was no diffuse in-stent restenosis related to the tvr. Target lesion 1 was predilated and was post dilated after deployment. The target lesion was 6.0 mm in length, and had 0% residual stenosis after deployment. During the procedure, stenosis of the mid rca was also treated with balloon angioplasty and placement of a bare metal stent. The lesions of the mid and distal rca were individually stented. The two stents did not overlap. The patient was discharged on asa indefinitely and plavix for 3 months. The pt was admitted, 109 days post index procedure, to a non-enrolling hospital with a complaint of severe retrosternal chest pain radiating to both arms. Per history and physical report, plavix therapy had been discontinued 2 weeks previously. ECG indicated an acute inferior transmural injury pattern. Cardiac enzymes became elevated, but did not meet guideline definition of myocardial infarction. Site reports mi based on elevated troponin levels and positive ck-mb. The pt was treated with asa and plavix and was referred for emergent cardiac catheterization. In the opinion of the physician there was a probable relationship between the taxus stent, the target vessel, and the mi. Right coronary angiography revealed severe narrowing of the proximal rca with probable thrombus at the site of a filling defect approximately 10 mm into the vessel. There was also moderate disease of the mid rca followed by total occlusion after the small r-pav. Stents were noted in the proximal and mid rca, proximal r-pda, and proximal rpl1. There was acute stent occlusion at the location of two previously placed stents in the area of the ac marginal branch. Left coronary angiography revealed moderately severe stenosis of the proximal lad involving the major diagonal branch. A decision was made to proceed with thrombectomy and stenting of the rca. In the opinion of the physician there was a probable relationship between the st and the taxus stent. An attempt at pci to the rca failed when the catheter balloon was unable to cross the lesion through the struts of the precviously placed stents. The pt subsequently underwent emergent 4-vessel aortocoronary bypass grafting with reverse svg to r-pda, reverse svg to rpl1, lima to diag1, and rima to lad. The pt developed postoperative atrial fibrillation which was treated with digoxin and anticoagulation. The pt was discharged on asa and coumadin therapy. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr CABG.